Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap or test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the crack near battery compartment. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.